Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was on bluescreen and working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the desktop and would not launch application, unable to connect to station using remote smart service. A field service engineer specialist worked with engineering support, attempted remediation by loading remote smart service (rss) version 4.12 and updating the component manager, assisted engineering support in remoting into the station, requested remote troubleshooting from technical support, technical support later reported the issue as resolved, the application was running, the station was up and running, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was on bluescreen and working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.